Event description:
It was reported that the patient experienced episodes of low blood glucose, including urgent lows at night affecting sleep, while using the ilet system with an inset 23 inch infusion set. Symptoms included hypoglycemia. Outcomes included education and troubleshooting without alerts or alarms. Investigation included review of device data and therapy use patterns. Investigation of this case revealed frequent and rapid consecutive meal announcements consistent with insulin stacking and algorithm maladaptation, which are known contributors to hypoglycemia, and a potential mitigation of reviewing dosing practices and considering a factory reset. It was concluded, based on previously established findings for similar reports, that user interaction with meal announcements leading to insulin stacking was the probable cause.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.